Manufacturer narrative:
Follow-up received on 15-nov-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced essure migration, pelvic pain, and heavy bleeding, amongst non serious events. Plaintiff will undergo surgery to remove essure. The events are anticipated in the reference safety information for essure. Device dislocation, pelvic pain and genital bleeding/menstrual pattern changes may occur during essure therapy. Device dislocation could alternatively explain the pelvic pain, however, given the temporal relationship and the nature of events, they were considered related to essure. This case was regarded as incident, as a surgical intervention will be required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 13-oct-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent birth control. In or about (B)(6) 2012 an hsg (hysterosalpingogram) test was performed, confirming full occlusion. Within a few months after having essure device implanted, she began experiencing pelvic pain, abnormal menstruation pain, heavy bleeding, abnormal menses, cramping, back pain, pain during intercourse, migraines, metallic taste in mouth, rashes and itching, vaginal discharge/infections, fatigue, headaches, weight fluctuation, pan from migration, depression, anxiety, and bloating. Over the next several months, she complained about those symptoms to her healthcare providers. She was forced to miss work due to the symptoms she was experiencing. At the time of this report she has not yet undergone surgery to remove the essure devices and was still suffering from the above symptoms. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced essure migration, pelvic pain, and heavy bleeding, amongst non serious events. Plaintiff will undergo surgery to remove essure. The events are anticipated in the reference safety information for essure. Device dislocation, pelvic pain and genital bleeding/menstrual pattern changes may occur during essure therapy. Device dislocation could alternatively explain the pelvic pain, however, given the temporal relationship and the nature of events, they were considered related to essure. This case was regarded as incident, as a surgical intervention will be required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migration (pain already coded)") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure (batch no. 919032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, asthma, depression, migraine and anemia. Previously administered products included for an unreported indication: penicillin and nitrofurantoin. Past adverse reactions to the above products included urticaria with nitrofurantoin and penicillin. Concurrent conditions included overweight, vaginal pain, adenomyosis and bleed in luteal cyst. Concomitant products included amitriptyline, aripiprazole, escitalopram, hyoscyamine, medroxyprogesterone (depo provera) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal menstruation pain"), vaginal discharge ("vaginal discharge/infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("abnormal menses"), abdominal pain ("cramping"), back pain ("back pain"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), vaginal infection ("vaginal discharge/infections"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), medical device pain ("pain from migration"), depression ("depression"), anxiety ("anxiety"), abdominal distension ("bloating"), mood swings ("hormonal changes describe:mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), nausea ("nausea"), tooth disorder ("dental problems") and vision blurred ("eye problems type: blurred vision"). The patient was treated with sumatriptan and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, menstrual disorder, abdominal pain, back pain, dyspareunia, migraine, dysgeusia, rash, pruritus, vaginal discharge, vaginal infection, fatigue, headache, weight fluctuation, medical device pain, depression, anxiety and abdominal distension had not resolved, the genital haemorrhage had resolved and the vaginal haemorrhage, mood swings, menorrhagia, urinary tract infection, cystitis, female sexual dysfunction, nausea, tooth disorder and vision blurred outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, cystitis, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, medical device pain, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pruritus, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received- outcome of genital haemorrhage changed from not recovered / not resolved to recovered / resolved. Concomitant and treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migration (pain already coded)") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure (batch no. 919032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, asthma, depression, migraine and anemia. Previously administered products included for an unreported indication: penicillin and nitrofurantoin. Past adverse reactions to the above products included urticaria with nitrofurantoin and penicillin. Concurrent conditions included overweight, vaginal pain, adenomyosis and bleed in luteal cyst. Concomitant products included amitriptyline, aripiprazole, escitalopram, hyoscyamine, medroxyprogesterone (depo provera) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal menstruation pain/ dysmenorrhoea(cramping)"), vaginal discharge ("vaginal discharge/infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("abnormal menses"), abdominal pain ("cramping"), back pain ("back pain"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), vaginal infection ("vaginal discharge/infections"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), medical device pain ("pain from migration"), depression ("depression"), anxiety ("anxiety"), abdominal distension ("bloating"), mood swings ("hormonal changes describe:mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), nausea ("nausea"), tooth disorder ("dental problems"), vision blurred ("eye problems type: blurred vision") and weight increased ("weight gain"). The patient was treated with sumatriptan and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, menstrual disorder, dyspareunia, migraine, dysgeusia, rash, pruritus, vaginal discharge, vaginal infection, fatigue, headache, weight fluctuation, medical device pain, depression, anxiety and abdominal distension had not resolved, the genital haemorrhage, abdominal pain and back pain had resolved and the vaginal haemorrhage, mood swings, menorrhagia, urinary tract infection, cystitis, female sexual dysfunction, nausea, tooth disorder, vision blurred and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, cystitis, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, medical device pain, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pruritus, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event weight gain was added. Reporter information was added. Event outcome was updated for the event: abdominal pain and back pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migration (pain already coded)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 919032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("abnormal menstruation pain"), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menses"), abdominal pain ("cramping"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), vaginal discharge ("vaginal discharge/infections"), vaginal infection ("vaginal discharge/infections"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations"), medical device pain ("pain from migration"), depression ("depression"), anxiety ("anxiety"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe:mood swings"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), tooth disorder ("dental problems") and vision blurred ("eye problems type: blurred vision"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, genital haemorrhage, menstrual disorder, abdominal pain, back pain, dyspareunia, migraine, dysgeusia, rash, pruritus, vaginal discharge, vaginal infection, fatigue, headache, weight fluctuation, medical device pain, depression, anxiety and abdominal distension had not resolved and the vaginal haemorrhage, mood swings, menorrhagia, urinary tract infection, cystitis, female sexual dysfunction, nausea, tooth disorder and vision blurred outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, cystitis, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, medical device pain, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pruritus, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Most recent follow-up information incorporated above includes: on(B)(6) 2018: pfs received: new events: vaginal haemorrhage, mood swings, menorrhagia, urinary tract infection, cystitis, female sexual dysfunction, nausea, tooth disorder, vision blurred were added. Product batch number, stop date added. Reporter, patient demographic information, other relevant history updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.